Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error 2240 (air in set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) explained to the home patient (hp) the reason for alarm and instructed the hp to close all the clamps to the bags/patient line and cycle the power off/on twice. The hc was at load the set remove the cassette. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. Baxter product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn, the hp did not contact them regarding the alarm. The hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during the dwell 3 of 5 was confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).